Manufacturer narrative:
(B)(4). The pump was returned for a cosmetic damage located at the back found on (B)(6) 2021. Insulin pump was received with a cracked case behind the pump near the battery tube compartment. Insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2, force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a end cap address label missing. Cosmetic damage was confirmed located at the back. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba1. During visual inspection, found corrosion on the pcba 2, force sensor, motor assembly and vibrator assembly noted. Unable to download history files and traces confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis